Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analysis was performed, and no anomalies were found. (B)(4).

Event description:
It was reported that the physician had difficulty positioning an unfamiliar model of implantable pacing lead (ipl) in the patient. A different model ipl lead was then selected and placed successfully. The attempted lead has been returned for analysis. No patient complications have been reported as a result of this event.